Manufacturer narrative:
We have not received the complaint device for investigation. Without the returned device, we remain inconclusive about the root cause of this malfunction. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other similar complaints from this lot number. Please note that we have also submitted manufacturer's incident report# 1220948-2021-00014 related to another similar lemaitre aortic occlusion catheter balloon malfunction that occurred at the same hospital.

Event description:
During pre-check, when user inflated the balloon of the lemaitre aortic occlusion catheter with liquid, he observed a leakage from the balloon. This is report 1 of 2.